Manufacturer narrative:
Customer provided details on their reprocessing process. Olympus acecide-c disinfectant solution is used for reprocessing. The minimum effective concentration is checked for every load. The automatic endoscope reprocessor (aer) used is olympus oer-pro. Any issues with the aer is not available. The last preventive maintenance for the aer was in march 2021.the scope channel is brushed with a single-use olympus bw-412t brush during manual cleaning. The scope being leak tested prior to manual cleaning by olympus mu-1 leak tester. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in a scope cabinet after reprocessing. The last reprocessing in-service observation conducted by an olympus endoscopy support specialist (ess) was on july 15, 2021. There has been no change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. The device is returned and being tested by an independent laboratory. Evaluation of the device will be done after said testing. Supplemental report(s) will be submitted when any relevant new information is available. Device being tested yet.

Event description:
As reported for this event by the customer, during a routine sampling and culturing of the device, the device channel tested positive for microbial growth. No patients were cultured, and there were no patient infections. It is not known if the device was used on a patient with known infection of the same microorganism. The device was not ethylene oxide (eto) sterilized. There is no reported harm or adverse impact to any patient.

Manufacturer narrative:
The device has now been evaluated. The device history record review confirmed that device conformed to specifications at the time of shipping. This event is positive culture test, not a malfunction of the device. Injury or infection was not reported. Results from an external laboratory were that growth was found as below: distal end: pseudomonas luteola air/water channel: bacillus flexus biopsy channel: pseudomonas aeruginosa auxiliary water channel: bacillus flexus endoscopy support specialist (ess) conformed that the customer had no deviation from instructions for use (IFU) during the in-service to check the reprocessing process at the user facility. A visual inspection on the received condition was performed; no foreign material or stains were found on the device. The biopsy channel was inspected with an olympus borescope and scrape marks were discovered at the distal end. The suction channel was inspected in the same manner and no abnormalities were found. Neither channel has stains or foreign material. The external surfaces also appear normal. The video scope passed the cosmo leak test (+.8). Root cause of the positive culture could not be conclusively determined. It is possible that the reprocessing conducted by the user was deviated from the reprocessing recommended in IFU, or contamination occurred at microbiological sampling. The instructions for use includes the following statements: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.